Event description:
Abbott diabetes care received a sfda declaration which reported the following information: a low readings issue was reported with the adc device. The customer reported unspecified low sensor readings, experiencing a loss of consciousness. The customer was taken to hospital and admitted to ICU. Per a letter from hospital provided by the customer, the following additional details were obtained: the customer arrived in hospital with severe abdominal pain, was in and out of consciousness, and had high blood glucose. The customer was diagnosed with diabetic ketoacidosis (dka) and "stabilized with proper medication" and discharged the next day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed, and results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.